Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that the device was successfully implanted in the circumflex; however, the next day, the pt began experiencing chest pains and the circumflex was noted to be occluded. Another company's catheter was used to inject anti-thrombolytics into the occlusion; however, during retraction of the catheter, the distal end got caught on the implanted stent struts and the stent was inadvertently pulled out of the pt. Another 2.5 x 23 mm xience was implanted to re-treat the original lesion. The pt was fine. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was not returned. Only the stent implant was returned. There was blood visible on the stent implant. There was no contrast visible. The stent implant was stretched for a length of 6 cm. There was no other damage noted to the stent implant. Product performance engineering reviewed the incident info; however, it was not possible to perform a thorough analysis on the sds because it was not returned for eval. Angina and thrombosis, as listed in the xience v instructions for use (IFU) and the product risk assessment, are know risks associated with coronary stenting and are not necessarily an indication of a product quality issue. In this case, there was no report of any device malfunction at the time of the stent implant. It is likely that the angina is a secondary effect of the thrombosis. However, a conclusive root cause for the reported pt effects and the relationship to the device, if any, cannot be determined. The lot history record (lhr) for this product was not reviewed and a similar incident query was not performed because the lot number is unk. This MDR is considered closed by the product performance group.